Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleged the patient suffered pain and decreased mobility as a result of the implanted asr hip. **update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain. As pain is the only reason for revision given, per depuy complaint handling procedures, all revised products are being reported. Sales rep listed both right and left side part/lot information. Doi was used to acquire correct lot numbers from invoice for this hip (right hip). The complaint was updated on: (B)(4) 2013. Update: (B)(4) 2014- sales rep reported revision surgery of the left hip. Patient has been revised to address pain. As pain is the only reason for revision given, per depuy complaint handling procedures, all revised products are being reported. Adapter sleeve added to complaint. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.